Event description:
During a laparoscopic gastric bypass the device was fired to close the enterotomy of the jejunostomy. The device cut but did not staple. There were no staples visible. A 5cm laparotomy was made to reanastomose the jejunojejunostomy. O.r. Time was increased by 1.5 hours.